Event description:
It was reported that the insulin pump alarmed spanish software anomaly. The caller did not know the blood glucose reading. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
The insulin pump was received with a spanish software anomaly alarm in the history file. The spanish software anomaly alarm occurred due to a corrupted history file. The insulin pump was received with a minor scratched display window, cracked case at the display window corners, cracked battery tube threads, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.